Event description:
It was reported that patient's right atrial (ra) lead exhibited noise oversensing that caused pacing inhibition. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.

Event description:
New information received notes that the right atrial (ra) lead exhibited inappropriate mode switch.